Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that the customer was experienced high blood glucose. Blood glucose level at the time of the incident was 576 mg/dl. Customer had received no delivery alarm. Drive support cap appeared normal. Customer does not want to perform high pressure test. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.